Manufacturer narrative:
(B)(4) date of birth: (B)(6). Implant date: patient was implanted in 2011. Explant date: patient was explanted in 2016. Concomitant medical product: unknown rotating hinge knee articular surface, catalog #: unknown, lot #: unknown . (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-01175.

Event description:
It was reported that the patient was revised to address pain, recurring dislocation and loosening. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Reported event was confirmed by review of provided x-rays and medical records. X-ray review done by a radiologist indicates possible fracture along the lateral patella versus heterotopic ossification. Radiolucency is seen along the bone cement interface of the medial and lateral plateau. Review of translated medical records indicate that the patient was suffering from pain, dislocation (hinge post extension) and loosening in the right knee. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. There are warnings in the package insert that this type of event can occur and risks are addressed in the associated risk documentation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.